Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the pts spinal cord stimulator was not operating the way it should. If the patient charged the stimulator to capacity it would deplete the battery within a day maybe a day and a half. The pts stimulator battery used to last 4 or 5 days and now it was dropping all the way down to one day at the most. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. An email was sent to the local manufacturer representative (rep).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.